Manufacturer narrative:
Smiths medical no longer has a relationship with the supplier, (B)(4) and is therefore unable to receive a response to the scar submitted.

Event description:
It was reported that a clinician was using the laryngoscope to intubate a (B)(6) old patient when the scope handle had "bad contact" with the blade. The facility reported that this occurred two times and that during this time, the patient's oxygen saturation levels declined to 20%. The facility also reported that this issue caused an increase in the patient's total operation time. The clinical consequence for the patient was hypoxia and prolonged hospitalization.